Event description:
Caregiver alleged air-in-line alarm occurs after about 30 minutes of infusion. Tiny bubbles form in the soft tubing segment. The ivs are used for hydration.

Manufacturer narrative:
Product number 340-4114, lot number d100319 is currently under recall z-1440-2011.